Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt in ventricular tachycardia, the device failed to discharge when the shock button was pressed. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
The device was not returned to zoll medical for eval. Instead, a zoll medical rep attended the customer site in the (B)(6) and discovered that user had incorrectly opened the packaging of the stat padz resulting in the test shorting pin being still attached to the cable block when the pads were adhered to pt. Therefore, no ECG signal was presented to the device resulting in the device not delivering therapy to the pt. The zoll medical rep has provided proper training to the facility staff to ensure the electrode packaging is properly opened in future uses. Analysis of reports of this type has not identified an increase in trend.